Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridges noted that the reload was fully fired. Microscopic examination of the reload observed damaged to the cutting edge of the knife blade. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) procedure. For the fourth firing, used a manual stapling handle and reinforced reload. The surgeon tried to fire the device, however, the handle was stiff and could not squeeze it. Replaced by a new handle and connected the same reload, the firing was completed with no problem. There was no patient injury.